Manufacturer narrative:
The field service representative found the ise tubing was leaking. He replaced the peristaltic pump ise tubing and the customer ran qc with expected results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for multiple patient samples from the cobas integra 400 plus. Data was provided for three patient samples. Sample 1 initial result was 130 mmol/l and the repeat result from an istat analyzer was 138 mmol/l. Sample 2 initial result was 130 mmol/l and the repeat result from an istat analyzer was 142 mmol/l. Sample 3 initial result was 126 mmol/l and the repeat result from an istat analyzer was 140 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.